Manufacturer narrative:
(B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 200ml small volume (sv) intermate delivered the patient¿s antibiotic infusion in 45 minutes instead of 30 minutes. The device was filled with piperacillin/tazobactam 4500ml in 100 ml sodium chloride 0.9%. This was identified when the point of care (poc) nurse rang the patient to follow up on self administration after a visit. The poc nurse asked if they took the device out of the refrigerator to warm up for three (3) hours as instructed. The patient¿s caregiver stated that it was out for three (3) hours. There was no report of patient injury or medical intervention associated with this event. No additional information is available.